Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death. The definitive etiology of the patient¿s death is unknown; therefore, causality cannot firmly be established. However, the pdrn reported the patient¿s cause of death was due to cardiac arrest. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. Should additional information become available, the need for a clinical investigation will be re-evaluated and the file will be updated accordingly.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2024. During follow-up, the pdrn confirmed the patient expired on (B)(6) 2024 at 9:30 pm (approximately 1-hour into treatment) due to cardiac arrest. A review of the treatment record revealed the patient completed 1 of 6 cycles, after which the liberty select cycler encountered multiple ¿flow alert¿ alarms before the treatment was discontinued at 11:24 pm. Per the pdrn, the serious adverse events re was no fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 15/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2024. During follow-up, the pdrn confirmed the patient expired on (B)(6) 2024 at 9:30 pm (approximately 1-hour into treatment) due to cardiac arrest. A review of the treatment record revealed the patient completed 1 of 6 cycles, after which the liberty select cycler encountered multiple "flow alert" alarms before the treatment was discontinued at 11:24 pm. Per the pdrn, the serious adverse events re was no fresenius device(s) and/or product(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Valve actuation passed. As received treatment was performed with reduced dwell time without any failures or problems. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is not confirmed.

Event description:
On 15/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2024. During follow-up, the pdrn confirmed the patient expired on (B)(6) 2024 at 9:30 pm (approximately 1-hour into treatment) due to cardiac arrest. A review of the treatment record revealed the patient completed 1 of 6 cycles, after which the liberty select cycler encountered multiple ¿flow alert¿ alarms before the treatment was discontinued at 11:24 pm. Per the pdrn, the serious adverse events re was no fresenius device(s) and/or product(s).